Manufacturer narrative:
During the eval of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's internal battery was replaced to address the issue.

Event description:
The manufacturer received info from a third party service center alleging a "service required" alarm condition occurred. The device was not in pt use.